Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap appendectomy. According to the reporter: a piece broke off the trocar. The piece was recovered with no additional time added to the case. There was no tissue damage or bleeding caused by the incident. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss. No patient injury was reported.